Event description:
It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026 and was treated with manual insulin applications and replacing the infusion set and reservoir. No further information is available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.